Event description:
It was reported, that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous, and mildly calcified anastomosis. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured vertically from midsection to rear of the balloon. The device was removed. And the procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient condition was good post-procedure.